Manufacturer narrative:
The manufacturer previously reported information received alleging a pressure mismatch error occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the device evaluation at a third-party service center, the customer's complaint was not replicated. The device is functionally tested and passes the test correctly. The device's particulate filter and the inlet filter were replaced according to the performed preventative maintenance. Additionally, the front panel and rear cover are cracked, the main housing, internal battery door, filter cover, and handle - retention plate, and ac harness assembly are scratched and were replaced. The blower bellows seal, blower mount, machine flow sensor, tubing-system pca, tubing-blower chassis, tubing-fio2, tubing-low flow o2 were replaced due to contamination.

Event description:
The manufacturer received information alleging a pressure mismatch error occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.